Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
For two weeks the pump makes unusual noises. Customer assumes that the pump doesn't deliver insulin correctly. Customer has had fluctuation blood glucose values. Blood glucose level under control by customer using injection. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.